Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: technical failure identified in bd brand peripheral venous catheters. No stability during puncture; after puncture, when removing the needle, the silicone cannula (catheter) is pulled along with it, indicating a defect in the release mechanism. This situation poses a potential risk to patient safety and the effectiveness of the procedure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, an insyte product was observed with the needle through the catheter component. Based on the pictures provided, the product appeared to be unused. It is possible that this incident resulted during the product assembly, due to some failure in the vision system allowing the faulty product to pass to the customer. Improvement actions were implemented for this type of issue through a corrective and preventive action plan in (B)(6) 2024. As the lot number is unknown for this product, it is not possible to perform a review of the production history records or determine the date of manufacture in reference to the corrective action implementation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.